Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use chronic low back pain and non-malignant pain. On (B)(6) 2016 it was reported that the patient¿s original pump was replaced because it was 9.5 years old. After the pump replacement procedure the patient got an infection. The reporter believed that the infection was due to the facilities where the patient had the surgery and not the pump as the place looked ¿dirty¿. The pump worked great and the patient did not have to take all his pills. The patient had over 75% improvement and the reporter got her husband back. The area of the infection was the pocket and spine. The patient¿s symptoms of infection were fever, drainage, pain, and incision wound opening. The incision (back and side) would not heal. There was ¿goo pouring out and the patient had a hole in his back¿. Per the reporter, the infection was not confirmed. The event date was 3-4 years ago. The patient was treated with oral antibiotics and had a total system explant. The infection was resolved and the patient was currently waiting for insurance approval to have another pump implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.